Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the increased resistance at the access site during insertion and removal led to vessel damage and artery occlusion. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age & date of birth: not available due to hospital policy a3: patient sex: not available due to hospital policy a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy b3: date of event: requested, unknown d4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a radial artery occlusion occurred after an evt case with the involved r2p destination sl. The procedure outcome was successfully completed, and there were no problems except for slight resistance felt during insertion and removal of the product. The patient had minor symptoms and were being followed up. The patient has already recovered. The event occurred post-treatment. There were no other devices or equipment used with the reported product.